Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The patient reported their device was flawed so it was revised and ¿moved up¿ on (B)(6) 2009. Indications for use are as follows: 084 ¿ chronic low back pain.

Event description:
Additional information was received from a consumer indicating that there was a loss of stimulation and a loss of therapy. The patient met with a manufacturer representative and they concluded that the battery of the implantable neurostimulator does not work and needs to be replaced. The patient states this is the second time they had a faulty battery.

Event description:
Additional information received from the consumer reported she had five failed spinal cord surgical interventions that occurred before she was approved for the manufacturer's implants. However, the first stimulator did not work and the surgery had to be revised. There was no compensation offered because of the mechanical defect. The spinal cord stimulation was for predominant low back pain.